Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. It was found that the connector was twisted. A surgery was performed in which the issue was resolved with an accessory kit; no components were removed. There were no patient complications reported.